Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following information: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: on 2 consecutive days, the solution ran out 1 hour and 40 minutes earlier than expected, respectively. In a third instance, it ran correctly, but 19 ml of solution remained in the bag. The event occurred 3 times.